Event description:
The customer reported a false positive result with the ID now covid-19 assay. No additional information was provided, including patient outcome and treatment.

Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.